Manufacturer narrative:
(B)(4). Date sent: 11/23/2020; d4: batch # t5ah29. Device analysis: the analysis results found that the sr75 reload was received with no apparent damage. The reload was received fully loaded with staples and the swing tab was found to be in the unlocked position. The reload was tested for functionality with a test device and it fired, cut and formed all the staples as intended. The staple line and cut line were complete, and the staples meet the staple form release criteria. Although there is no direct evidence of use error, the instructions for use do contain the following caution: when positioning the device on the application site, ensure that no obstructions such as clips, stents, guide wires, and etc., are within the instrument anvils. Firing over an obstruction may result in incomplete cutting action and/or improperly formed staples. The event described could not be confirmed as the reload performed without any difficulties noted. It should be noted that as part of our quality process, each device is visually inspected and functionally tested during manufacturing to ensure the device meets the required specifications prior to shipment. A manufacturing record evaluation was performed for the finished device batch number, and no non-conformances were identified.

Manufacturer narrative:
(B)(4). Batch #: unknown. Attempts have been made to retrieve the device. To date the device has not been returned. If the device or further details are received at a later date a supplemental medwatch will be sent. The lot/batch was not provided; therefore, the manufacturing record evaluation could not be performed.

Event description:
Malformed staples. It was reported that during the open hepatectomy surgery, after 1st firing, noted some staples malformed with irregular shape (with straight leg). Changed the new one to complete surgery (used suture to oversew). There was no patient consequence reported. No additional information can be provided.